Manufacturer narrative:
Investigation summary: ppae(infection): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 64 year male with history of coronary artery disease, type 2 diabetes, ischemic cardiac myopathy, cerebral vascular accidents and pulmonary hypertension presented with acute on chronic decompensated heart failure underwent placement of impella 5.5 with bridge to transplant. On (B)(6) pfhgb/ ldh labs transiently elevated/ and then resolved it was determined that the patient did not have hemolysis. On (B)(6) per standard troubleshooting there was repositioning due to placement signal low alarm with resolution. On (B)(6) noted osteomyelitis, infected pacemaker leads and blood cultures were positive. On (B)(6) the impella 5.5 was explanted without incidence.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.